Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the flat detector was not ready. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The error mentioned in the complaint could not be reproduced during the investigation. Detailed examination of the returned part did not show any technical problem. The potentially affected real time computer (rtc) worked as specified. Ultimately, no non-conformity could be detected. However, as a precaution the rtc was replaced on site. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.